Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was showing a network service disconnect error and stated that they were monitoring telemetry monitors and then they showed communication loss. They tried restarting the cns and upon boot up they received the monitor network disconnect error. The customer it located the networking closet and confirmed that the tripp lite power supply had failed causing the 3 cisco switches to turn off. The customer it re-routed the power for the 3 cisco switches to the main hospital power. Upon boot up, the cns resumed communication; but the rns still showed communication loss. Nihon kohden computer information technology systems support (cits) restarted the unified gateway service, and this restored the rns communication. The customer it will follow up with the biomed team so that they can continue troubleshooting on the host 1000 which is unable to be pinged from the host 1000. Pending customer action. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was showing a network service disconnect error and stated that they were monitoring telemetry monitors and then they showed communication loss. They tried restarting the cns and upon boot up they received the monitor network disconnect error. The customer it located the networking closet and confirmed that the tripp lite power supply had failed causing the 3 cisco switches to turn off. The customer it re-routed the power for the 3 cisco switches to the main hospital power. Upon boot up, the cns resumed communication; but the rns still showed communication loss. Nihon kohden computer information technology systems support (cits) restarted the unified gateway service, and this restored the rns communication. The customer it will follow up with the biomed team so that they can continue troubleshooting on the host 1000 which is unable to be pinged from the host 1000. Pending customer action. No patient harm was reported.